Manufacturer narrative:
A reagent issue can be excluded as calibration and qc were acceptable. An investigation of the alarm trace found one sample-related alarm: sample probe malfunction during movement. This is consistent with preanalytical errors. The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a complaint of a questionable elecsys probnp ii immunoassay result for 1 patient tested with a cobas e411 rack. The questionable result was not reported outside the laboratory. The patient¿s initial result was 10.0 pg/ml accompanied by a data flag; the repeat was 1275 pg/ml. The elecsys probnp ii immunoassay used was lot 526319 and had an expiration date of 31-jul-2022